Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 11/2010.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and two months of post filter deployment, inferior vena cava filter was noted at l3-4 and right upper quadrant abdominal pain. After six years and eleven months, kidney, ureter, and bladder x-ray was performed, and a vena cava filter was noted. Vena cava filter with the apex at the level of the right pedicle l3. After one year and one-month, computed tomography of the abdomen and pelvis without contrast. The inferior vena cava filter looked generally well aligned with the direction of the cava. It was below the level of the renal arteries and there was no obvious strut deformity. There was possible mild external migration of posterolateral strut. The tip was very difficult to see secondary to artifact from the patient's adjacent pedicle screws. The other struts look well positioned. Superior extent of caval filter was overlying superior l3 vertebral body and inferior extent was overlying the superior l4 vertebral body. It appeared that five prongs have perforated the inferior vena cava. However, there was significant metallic artifact secondary to pedicle screws and rods. Maximum distance of prong perforation was 4 mm. Sagittal images 5 degree tilt posterior anterior. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 11/2010), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.